Manufacturer narrative:
Sample is plasma collected in a lithium heparin tube with a gel separator. It was collected at another facility and transported in an aliquot tube and was aspirated from the aliquot tube. Qc is run once daily. Customer states the laboratory has seen accutni imprecision since approximately 2008. No errors were posted to the event log. Accutni calibrations failed on the day of the event at 10:45 and again at 11:41, before the erroneous results occurred. A field service engineer (fse) was on site on 08-15-08: fse states he "went over complete system". Fse performed a preventive maintenance (pm). Fse replaced two reagent probes, the sample probe and aspirate probes. Fse verified hardware performance per established protocol and all passed within specifications. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxi 800 access immunoassay system for one patient. Customer tested a patient sample for accutni and obtained a result of 0.60ng/ml. Upon repeat analysis, this sample gave results of 0.24, 0.05 and 0.29ng/ml. When tested on a different instrument, the sample gave results of 0.04, 0.05 and 0.03(x2)ng/ml. The erroneous result was not reported outside the laboratory. No reports of death, injury, or change to patient treatment have been received in connection with this event.